Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient desperately needs her stimulator adjusted because for probably a week or so she's had low back pain. Patient said just in the last couple days the pain has been very intense. Patient said that she's had a lot of surgeries, has given birth to a couple babies, has had a bad knee that required a knee replacement and has a condition called arachnoiditis so she knew what pain felt but the low back pain she was now experiencing was worse than all that pain. Patient mentioned that she had her nondevice related knee surgery in (B)(6) 2020 and about 2 weeks post knee surgery medtronic representative (rep), did an adjustment but patient thinks she needs another adjustment because she was not only having knee pain but also low back pain. Troubleshooting was unable to be performed as patient said the last time the mdt rep helped adjust the device it was over the phone but patient wanted to be able to meet with a rep where she was staying in (B)(6) for the time being to get a real programming session done. The patient was redirected to their healthcare provider to further address the issue. Additional information was reported that that the patient's ins was infected and replaced.